Event description:
A malfunction alarm was reported, identified by the code "malf 12." There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reoccurs, which the customer acknowledged and understood.